Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#/serial#: (B)(6), implanted: (B)(6) 2023, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-mar-2025, UDI#: (B)(4). H3. Analysis of the catheter that the catheter was not fully seated onto the connector and the collet was prematurely locked in place. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient receiving unknown baclofen (2000mcg/ml concentration at 100mcg/day dose) via an implantable pump. The indication for use was spasticity. It was reported that the patient was receiving a new catheter due to no flow and a new pump due to normal elective replacement indicator (eri). When attempting to thread the catheter on the pump connector, it would not attach and the implanting physician stated that something seemed off when they tried to attach the segment, so the pump segment was replaced with a new pump segment. The new pump segment was attached without difficulty and then attached to the pump with good flow via a catheter access port (cap) test before closing. The environmental/external/patient factors that may have led or contributed to the event was unknown. It was noted that the hcp had no further information for the manufacturer. The patient weight was asked but unknown. The patient status at the time of the report was alive with no injury. The issue was resolved.